Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
Please note: this report pertains to the first of two adverse events involving this product and pt. Refer to manufacturer report # 3005099803-2009-00130 for a description of the first event. It was reproted to boston scidentific corp in 2007, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2006. According to the complainant, after the procedure was completed, the pt experienced urethral irritation, termed mild in severity. The urethral injury was present for three days later, and was resolved three days later. The pt also experienced a severe case of urinary clot retention which was present for twelve hours and was resolved two days prior. In addition, a severe case of complete urinary retention was experienced by the pt which was present for twelve hours, and was resolved on the same day.